Manufacturer narrative:
On (B)(6)2019 , an internal review was conducted an it was determined that a correction was needed on the investigation summary that was previously reported. Therefore below is a correction to the investigation summary. Investigation summary the device was visually inspected and reddish material was observed inside the pebax, the pebax area looked damaged however, no visible holes were observed. Then, during the second visual inspection, it was confirmed that the pebax was found damaged with a hole. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it worked properly, the force values were observed within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference #(B)(4).

Manufacturer narrative:
Investigation summary: the device was visually inspected, and reddish material was observed inside the pebax also, pebax was observed damaged allowing the material inside. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc. Product analysis lab noted foreign material inside the pebax with external damage (hole). Initially it was reported that when the force was reset, it would show incorrect values of 50 to 70. The catheter was replaced, and the issue resolved. No patient consequence was reported. The issue of high force was assessed as a not reportable issue. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation on (B)(6) 2019 and noted reddish material was observed inside the pebax. The pebax area looks damaged; however, no visible holes were observed. Therefore, this finding was assessed as not reportable. On (B)(6) 2019, during the second visual inspection, it was confirmed that the pebax was found damaged with a hole. The issue of the foreign material inside the pebax with external damage (hole) was assessed as a reportable issue. Therefore, the awareness date was updated to the date of the reportable lab finding of (B)(6) 2019.